Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber broke after 255,598 joules of use and 47:47 minutes. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome information was not reported.